Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the standalone surgeon side console (ssc) was not hooked up to a system when they were updated. The fse updated the standalone ssc software. The system was tested and verified as ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support to report presentation of repeated faults while setting up for a procedure. The isi technical support engineer (tse) reviewed the system logs and confirmed error 31016. The tse reviewed other systems on site and found them to be at the p11b software version as well. The tse advised the customer that they could bring in another surgeon side console (ssc), however, the customer stated they were not available. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. The procedure requested a dual ssc to allow another surgeon to assist with the procedure. The dual ssc software had not yet been updated, and therefore, was not compatible with the current update software of the platform in use. As a result, the surgeon then had to assist the primary surgeon by sitting at the primary ssc until another ssc became available. There was no injury to the patient as a result of the issue. The issue was not resolved during the procedure and a second ssc was obtained to work around the problem.